Event description:
It was reported the during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in the calcified and moderately tortuous left anterior descending artery. The 2mm x 20mm x 142cm sterling es otw balloon ruptured at 13atm on the fifth inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).